Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, low sensing and high pacing impedance were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of low sensing was confirmed while high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures but find internal shorts due to procedural damage. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. The cause of low sensing was due to over-torque of the inner coil in the connector region which causing short between conductors. No anomalies were noted on the lead body.